Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. E1 initial reporter street line 1: (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 6:00 a.m., a coworker went to the patient¿s residence to check on him because the patient did not report to work and did not respond to repeated phone calls. The coworker, who is diabetic and aware that the patient is also diabetic, entered the home and checked the patient¿s dexcom cgm, which showed 130 mg/dl, and the bg was critically low value of 40 mg/dl. The patient was unresponsive and could not be awakened as per patient he had fainted but was unaware of the episode because he had been asleep. Prior to sleeping he can no longer recall the exact cgm values. The patient went to bed at 10pm but didn't even notice how long he passed out since he was sleeping. Because the patient was unconscious, the coworker did not administer food or glucose and called emergency medical services (ems). Paramedics arrived at approximately 8:00 a.m. The dexcom reading at that time was 140 mg/dl, and ems performed one bg of 80 mg/dl. Ems administered glucagon (dose unknown) and no other medications. After regaining consciousness, the patient declined hospital transport, stating he felt fine, and ems left the scene. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid when the patient was unconscious at home. The reported glucose values fall within the c zone of the parkes error grid after paramedics arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.